Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient faced an event of bent cannula on 26-feb-2026 and bent cannula was due to insertion into scar tissue. Blood glucose level was 270 mg/dl and patient was treated with pump. No further information available.